Event description:
The customer performed a blood glucose test at 1:20, value not provided. The customer took insulin and went out. The customer stated they passed out and paramedics were called. When paramedics arrived the customer's blood glucose was taken and the result was 40mg/dl. The customer believes the paramedics gave pt glucsoe and they were taken to the hosp. A test was performed at the hosp with a result of 38mg/dl. No controlswere in use. A request was made for the return of the suspect device and replacement product was sent.